Event description:
The customer reported to customer service that the wires on her transformer were exposed and when she unplugged it she saw sparks. No injury was reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain additional info and the original product for evaluation have been unsuccessful. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported a spark at the power supply, which could be a safety risk. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.